Event description:
It was reported the pt no longer had stimulation, and he was unable to turn the ipg on. The pt reported he had stopped recharging the ipg a year prior, and had undergone other surgeries not related to the scs system. Follow up identified the pt had decided to have the scs system explanted at a future date, and was to find a physician to perform the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.